Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
On (B)(6) 2010 a homechoice peritoneal dialysis patient called baxter regarding an unrelated issue and mentioned he developed peritonitis. On (B)(6) 2010 baxter product surveillance contacted the peritoneal dialysis nurse. The nurse confirmed that the patient was traveling in early july and had developed peritonitis. The nurse feels that the cause was the patient's technique and has been retrained. His effluent sample was cloudy and he was given vancomycin and fortaz intraperitoneally. The effluent cultured staph epidermidis (dates unknown). Patient is currently recovering. The nurse does not feel that any baxter products or solutions caused the problem, but is concerned because the patient keeps the solutions in his garage.

Event description:
The customer reported that an air leak occurred during pt use. No pt harm was reported and a pre-test was done. The customer reported that the doctor stated it leaked between the outer and inner cannula. The pt was recannulated.

Manufacturer narrative:
(B)(4). The root cause was determined to be use error. A batch review was performed for potentially associated lot numbers gd873919 and gd874834 with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the second of four complaints associated with this event.